Event description:
On (B)(6) 2013, this pt underwent endovascular repair with gore excluder aaa endoprostheses (pxc121400 and pxc121000), to repair the migration of a zenith endovascular graft. The pt on an unk date underwent treatment with zenith endovascular grafts for treatment an abdominal aortic aneurysm. It was reported that the entire right distal leg portion of the graft migrated proximally out of the right common iliac artery leaving it floating in the aneurysm sac. A gore dryseal sheath (gdss) was used to facilitate the delivery of a gore contralateral leg component (pxc121400) however, the sheath kept getting stuck on the zenith leg. After multiple attempts sheath access was gained within the floating zenith leg. The sheath continued to get stuck within the zenith leg, making further advancement not possible. The contralateral leg component was then advanced outside the sheath but it also continued to get stuck and caught up on the zenith leg. Multiple attempts later the physician successfully deployed the contralateral leg component within the zenith leg. An additional contralateral leg component (pxc121000) was then deployed to extend the (pxc121400) and to successfully repair the migrated zenith graft. The final angiogram showed a separation at the leading end of the delivery catheter, but the physician was unable to determine the location of the separated tip, within the pt's vasculature. The procedure was concluded. The pt tolerated the procedure. On (B)(6) 2013, follow up computed tomography (CT) determined foreign material in the zenith endovascular graft. The physician used a share catheter and removed the foreign project which was the leading olive and wire from the leading end of the delivery catheter. The pt tolerated the procedure. The physician believes the detachment was caused by the device having repeatedly gotten stuck and caught up on the zenith device. It was reported that the detached portion recovered belonged to the pxc121400.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The instructions for use for the gore excluder aaa endoprosthesis specifies, under pt selection. Treatment, and follow-up, "the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: - revision of previously placed stent grafts".